Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-001498664

Event description:
It was reported that a patient who underwent breast augmentation with a 375cc mentor memorygel xtra breast implant experienced right sided baker grade iii capsular contracture post procedure. As a result, explant was performed on an unknown date.

Manufacturer narrative:
Additional information was received on january 4, 2024. The explant date was provided. The device was explanted on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 30, 2024, the mentor failure analysis lab received the device for evaluation. Per paperwork received with the device, patient's initials under field a1 has been updated to (B)(6). On this form. On february 8, 2024, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth mod high xtra, 375cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).